Event description:
Scheduled inpatient -s- for upgrading/relocation of pacemaker or aicd. It was determined several days after the procedure-s- that the pt-s- was exposed to the use of unsterilized instruments. Three pts were involved and one close call. The specific instruments being vascular scissors and forceps. The instruments come in a clear sealed plastic package, but it does not state that they are sterile or unsterile.